Event description:
It was reported that balloon rupture occurred. A 2.50 x 24mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).